Manufacturer narrative:
Media review: media was reviewed by a boston scientific quality engineer. The media shows evidence of an unknown substance inside the sheath. The reported event was confirmed via this media, however, the cause of the event could not be determined. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation and cavo-tricuspid isthmus (cti) procedure, a faradrive steerable sheath clear was selected for use. During sheath preparation, when the staff opened the faradrive sheath, unknown material was noted inside the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation and cavo-tricuspid isthmus (cti) procedure, a faradrive steerable sheath clear was selected for use. During sheath preparation, when the staff opened the faradrive sheath, unknown material was noted inside the sheath. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was disposed.